Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine jaffe gen. 2 (crej2) on a cobas pro c 503 analytical unit. The initial result was 3.28 mg/dl. The repeat result was 0.814 mg/dl. The questionable high result was not reported outside of the laboratory. The crej2 reagent lot number was 58634601 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service representative (fsr) visited the customer site on (B)(6) 2022 and found a partial obstruction of a rinse station tube and an overflow of sodium hydroxide (naoh) and adjusted the dosage. Afterwards, the problem was resolved. The investigation is ongoing.

Manufacturer narrative:
Reagent issues can be excluded. The investigation determined that the issue found by the fse was the root cause of the event. The service actions resolved the issue.